Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high right ventricular (rv) shock lead impedance (sli). Additional information obtained from the field representative indicated that the cause of the high sli was not determined. The patient was scheduled to be checked. At this time, the system remains in service. No adverse patient effects were reported.